Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a clip delivery system (cds) leak. It was reported that during preparation of the cds, a leak was noted at the lock lever cap. The cds was not used in the anatomy and was replaced. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned to abbott vascular (av) for analysis and the reported leak was confirmed; however, the leak was identified at the gripper lever, not the lock lever, as reported. The analysis identified polyimide tubing protrusion from the gripper lever assembly that resulted in the leak at the gripper lever cap. A review of the lot history record identified no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Av conducted root cause analysis and determined the protruding polyimide tubing appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.